Event description:
As reported by the edwards lifesciences affiliate in (switzerland), patient had symptomatic bradycardic atrial fibrillation, and a permanent pacemaker (ppm) was implanted. Triscend iii EU(prod)-202407-392-020-1-ae. Edwards received notification of a 52 mm evoque procedure. After the procedure, patient had symptomatic bradycardic atrial fibrillation, and a permanent pacemaker (ppm) was implanted. Patient had permanent atrial fibrillation. On post operative day (pod 4), while hospitalization, patient developed symptomatic bradycardic atrial fibrillation (heart rate: 27/min) and a ppm was implanted. Patient was in stable conditions and recovered on pod 7.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve interacts with conduction system was confirmed based on the event description provided by the clinical specialist. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests the valve interaction with the native conduction system likely contributed to the event. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.